Event description:
Event description guidant received information during a revision procedure that this right ventricular (rv) lead was fractured, displayed unipolar and bipolar impedance measurements of greater than 2500 ohms, and intermittantly loss capture from the myocardium. Xray confirmed the fracture and showed separation of the conductor around the suture sleeve. The patient was not symptomatic and was not pacemaker dependent. This lead was explanted, replaced, and returned for analysis.